Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and found low pressure intermittently when solenoid valve 1 was open, replaced solenoid valve. Ran samples and qc (quality control) with no errors. The most probable cause of the reported event was failure of solenoid valve 1.

Event description:
On (B)(6) 2017 the customer reported low pressure with their hlc-723g8 analyzer . The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.